Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. No product malfunction was identified on this companion sample. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex hf1000 set, ¿high access pressure, filter pressures 300, air bubbles in filter line, and deaeration chamber¿ alarms were generated and treatment was ended without the extracorporeal blood being returned to the patient. It was further reported that the event occurred twice and the ¿tubing connectors were not connected correctly on the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.